Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode. This delivered anti-tachycardia pacing (atp) and an electric shock, however, the rhythm was not converted. Boston scientific technical services (ts) was consulted and discussed how this could be a dual arrhythmia. Further evaluation was recommended. Additional information from the field representative confirmed therapy was appropriate and reprogramming was performed. No adverse patient effects were reported. At this time, this device remains in service.